Event description:
It was reported that the piston on the pump retracted while the pump was still delivering insulin without being prompted to, interrupting insulin delivery. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was confirmed that the customer was able to change pump supplies and resume insulin therapy. No additional information was able to provide regarding the event.